Manufacturer narrative:
One photo was shared by the customer, a few of opened samples are observed outside a plastic bag. However, no anomalies or damage is observed on the photo. Nine (9) used samples list # kl-bs001u3, chemosafelock bag spike were returned for evaluation. As received 4 samples were observed to be cut from the chemolock. No additional damage or anomalies were observed. No mating devices was returned for evaluation. Each of the sample was tested as procedure and, flow restriction and occlusion were observed, it was confirmed the presence of errant solvent inside the fluid path of chemolock. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemosafelock bag spike where it was reported there was an occlusion. It was stated there are 9 involved problematic devices. There was unknown patient involvement and unknown patient harm. This report captures 9 occurrences.